Manufacturer narrative:
A ge service rep performed an on site investigation. The single board computer and the image processor were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported when the screens are turned on there is a no signal input message on screen. It is likely that the system failed to display an image on both monitors. There was no pt injury or death reported.